Event description:
It was reported that stroke and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman flx laa closure device was implanted. The post implant drug regimen included warfarin, aspirin, and plavix. At the routine 45-day follow-up, imaging revealed smoke but there was no visible thrombus. Five months post-procedure the patient presented to the emergency room with a stroke. A large clot was revealed on the watchman device. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.